Manufacturer narrative:
(B)(4).

Event description:
It has been reported that while the ventilator was connected to a pt, the ventilator delivered a peep (positive end expiratory pressure) of 20 cmh2o instead of the set 5 cmh2o. A pneumothorax (right side) was observed. The pt was drained. (B)(4).